Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: ppae (major bleed): the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted into the right femoral artery in a 74-year-old male patient with a past medical history of coronary artery disease (cad) and renal insufficiency, presenting in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), on multiple inotropes and vasopressors, on a ventilator for respiratory support, and in scai stage e shock, prior to initiation of support. The impella was inserted for ventricular support for a high-risk surgery (aortic valvuloplasty). While the patient was in the intensive care unit (ICU), the patient had about 600mls of melena through a fecal management system that was inserted the day before. There was a concern for a gastrointestinal (gi) bleed. Systemic anticoagulation was on hold. The patient received 2 units packed red blood cells (prbcs) and one unit of fresh frozen plasma (ffp). International normalized ratio (inr) value was 2.1. The physician did not attribute the gi bleed to the impella. Five days later, the family elected to withdraw care, and the patient expired on support. The device is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient, along with the complications of stage e shock.